Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of stimulation and communication could not be established between the implantable pulse generator (ipg) and the remote control, despite the ipg being fully charged. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. There were no reported patient complications and the patient received adequate stimulation postoperatively. The explanted ipg will not be returned as it was disposed of by the medical facility.